Event description:
It was reported to boston scientific via an article published in urology that a prospective study was conducted to assess the safety and efficacy of same-day urethral catheter removal after laser vaporization of the prostate and to identify factors contributing to a successful trial of void (tov). A database was collected of patients who underwent laser vaporization of the prostate using greenlight or holmium xpeeda laser fibers from april 2018 to march 2021. A total of 112 patients underwent laser vaporization of the prostate and met preoperative criteria, as well as pre- and post-anesthesia criteria. The criteria comprised situations where laser vaporization of the prostate was performed in patients with lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph) with a prostate volume less than 80 cc that were candidates for surgical treatment. All procedures were conducted by one of two surgeons at the author s institute utilizing the lumenis pulse 100w holmium yag laser with an xpeeda 550 mm side-fire fiber with settings of 2 j-50 hz for xpeeda holmium vaporization. The greenlight xps laser system with the moxy fiber was used for greenlight laser vaporization of the prostate. For postoperative care, patients were given a 3-way foley catheter and kept on mild traction with continuous bladder irrigation (cbi), and patients were evaluated for the degree of hematuria. A trial of void (tov) was considered successful if there was no concern for hematuria or possible clot retention, the patient had a post void residual volume (pvr) less than 300 and if the residual volume was less than half the voided volume. 54 patients (55.1 percent) underwent greenlight vaporization of the prostate, and 44 patients (44.9 percent) had xpeeda laser prostatectomy. One intraoperative complication, in the form of bleeding, was reported in the successful tov greenlight group. The bleeding occurred at the end of the procedure due to a capsular blood vessel injury, and was controlled by bipolar transurethral resection of the prostate (turp). No intraoperative complications were reported in the failed tov group. Two patients from the successful tov group, one who underwent greenlight laser prostatectomy and the other had holmium xpeeda laser prostatectomy, experienced recurrent retention a few days postoperatively. Reference literature article [factors predicting successful same-day trial of void (tov) after laser vaporization of the prostate] included with this report for a full listing of physicians and healthcare facilities.

Manufacturer narrative:
Reference literature article [factors predicting successful same-day trial of void (tov) after laser vaporization of the prostate] included with this report for a full listing of physicians and healthcare facilities. Hazem, e., waleed, s., abdulrahman, a., amr, h., ruba, a.h., thomas, t., ahmed, s.z., moustafa, f., farah, l., ahmed, k., walid, s. (2022). Prostatic diseases and male voiding dysfunction. Factors predicting successful same-day trial of void (tov) after laser vaporization of the prostate. Urology, volume 165, 280-284. Https://doi.org/10.1016/j.urology.2022.01.040. B.3 date of event: correction, date of the article was used. There was no device available for analysis; therefore, no physical or visual analysis of the products could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in urology that a prospective study was conducted to assess the safety and efficacy of same-day urethral catheter removal after laser vaporization of the prostate and to identify factors contributing to a successful trial of void (tov). A database was collected of patients who underwent laser vaporization of the prostate using greenlight or holmium xpeeda laser fibers from april 2018 to march 2021. A total of 112 patients underwent laser vaporization of the prostate and met preoperative criteria, as well as pre- and post-anesthesia criteria. The criteria comprised situations where laser vaporization of the prostate was performed in patients with lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph) with a prostate volume less than 80 cc that were candidates for surgical treatment. All procedures were conducted by one of two surgeons at the author s institute utilizing the lumenis pulse 100w holmium yag laser with an xpeeda 550 mm side-fire fiber with settings of 2 j-50 hz for xpeeda holmium vaporization. The greenlight xps laser system with the moxy fiber was used for greenlight laser vaporization of the prostate. For postoperative care, patients were given a 3-way foley catheter and kept on mild traction with continuous bladder irrigation (cbi), and patients were evaluated for the degree of hematuria. A trial of void (tov) was considered successful if there was no concern for hematuria or possible clot retention, the patient had a post void residual volume (pvr) less than 300 and if the residual volume was less than half the voided volume. 54 patients (55.1 percent) underwent greenlight vaporization of the prostate, and 44 patients (44.9 percent) had xpeeda laser prostatectomy. One intraoperative complication, in the form of bleeding, was reported in the successful tov greenlight group. The bleeding occurred at the end of the procedure due to a capsular blood vessel injury, and was controlled by bipolar transurethral resection of the prostate (turp). No intraoperative complications were reported in the failed tov group. Two patients from the successful tov group, one who underwent greenlight laser prostatectomy and the other had holmium xpeeda laser prostatectomy, experienced recurrent retention a few days postoperatively. Reference literature article [factors predicting successful same-day trial of void (tov) after laser vaporization of the prostate] included with this report for a full listing of physicians and healthcare facilities.

Manufacturer narrative:
Reference literature article [factors predicting successful same-day trial of void (tov) after laser vaporization of the prostate] included with this report for a full listing of physicians and healthcare facilities. Hazem, e., waleed, s., abdulrahman, a., amr, h., ruba, a.h., thomas, t., ahmed, s.z., moustafa, f., farah, l., ahmed, k., walid, s. (2022). Prostatic diseases and male voiding dysfunction. Factors predicting successful same-day trial of void (tov) after laser vaporization of the prostate. Urology, volume 165, 280-284. Https://doi.org/10.1016/j.urology.2022.01.040. B.3 date of event: date of the article was used.